Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a diabetic ketoacidosis event while the cgm did not have readings. The patient reported that they were hospitalized in the intensive care unit in 2023 as a result of no readings. The patient was reportedly taken to the hospital by their parent and diagnosed with diabetic ketoacidosis (dka). She reported the device had stopped working. Her bg was reportedly 600 mg/dl. She was admitted for 5 days and treated with insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.